Manufacturer narrative:
Additional information related to auto mode and hospitalization details has been received which was not included with the initial report. The information has been provided with this report. The harm code has been updated which is included. (B)(4).

Event description:
It was reported that the customer was admitted to the hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose ranging from 500 mg/dl to 600 mg/dl. The customer was suffered from pneumonia which leads to hospitalization. The customer had vomiting and thirsty feeling due to high blood glucose. The auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis, on unknown date, and with unknown blood glucose level. It was unknown whether the customer was using the auto-mode feature. Customer changed multiple sets and insulin pump would not deliver properly. The device will not be returned for analysis.